Manufacturer narrative:
The reported events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture" baker grade IV, "prominent folds", and "peri-implant liquid." This record is for right side. Device remains implanted. Device will not be returned.